Event description:
Procedure: vats. According to the reporter: the stapler misfired over a vessel. It looked as though it partially fired on distal and proximal ends of the cartridge. The case was converted to an open thoracotomy and completed. Delay in or time was 15 minutes.